Event description:
Customer tested and received a result of 520mg/dl, went to the emergency room and had a lab performed. The lab result was 258mg/dl. The customer was admitted into the hospital and received slow acting insulin. No controls were in use. A request was made for the return of the suspect device and replacement product was sent.